Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any pre-op radiation or chemotherapy? Were there any staples noted in the surgical field? If so, please describe their shape. Was the transection taken in one or multiple firings? Did the surgeon re-clamp or reopen the device to reposition the device? If yes, how many times? Was the device difficult to close? Was the device difficult to fire? What was the location of the tumor? How was the rectum divided below the tumor? What does partially fired mean? As a result of the partial fire, was there any staple line (no staples seen, half a staple line, etc.)? What is the current patient status?

Event description:
It was reported that during a rectum resection procedure, ¿physician reported that during rectum resection (cause of cancer) procedure stapler cut of the tissue but did not sew tissue (device partially fired). Because the rectum tissue was very short there was no possibility to restore complete digestive tract. Physician reported that according to him stapler was not full of staples.¿ the patient had permanent stoma. The procedure was prolonged twenty minutes.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Rectum cancer, a hartman¿s operation. Did the patient receive any pre-op radiation or chemotherapy? Radiotherapy. Were there any staples noted in the surgical field? If so, please describe their shape. No staples visible in the operating field. Was the transection taken in one or multiple firings? After the first firing. Did the surgeon re-clamp or reopen the device to reposition the device? If yes, how many times? No, the superior tissue had staples and the inferior no staples. Was the device difficult to close? No difficulties with closing the device. It was even easy to close it. Was the device difficult to fire? The device was not difficult to fire. Normally contour stapler has 4 staggered rows of staples 2 on the fired, the other 2 not. What was the location of the tumor? Upper part of the rectum how was the rectum divided below the tumor? It was dissected by the knife of the stapler. Could you please clarify what is meant by ¿partially fired¿? At the top of the transection there was a row of staples and at the bottom no staples. As a result of the partial fire, was there any staple line (no staples seen, half a staple line, etc.)? No staples were seen as a result of partial firing. What is the current patient status? Currently the patient is at home. His condition is good.

Manufacturer narrative:
()(4). Batch # p5552y. The analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.